Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via submitted log files. A driveline disconnect and associated alarms activate on (B)(6) 2025, 14:27:58 consistent with the reported controller exchange. There were no atypical alarms active prior to the driveline being disconnected and no evidence of an issue with the system controller. Attempts were made to obtain additional event information, but no response was received. No product was returned for analysis. The root cause for the system controller exchange was not able to be determined via this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a pump stop due to exchanging their system controller at home. The patient did not notify the customer of the exchange or the reasoning behind the exchange.

Manufacturer narrative:
D4: updated device information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a pump stop while asleep. The patient stated that they did not sleep on battery power, and that there was no loss of power. Log files were submitted for review and captured no external power and lvad off alarms on (B)(6) 2024 from 14:29 to 14:30, where the driveline was disconnected from the system controller for approximately 29 seconds. The driveline was then reconnected to the controller at around 14:30 and remained connected afterwards